Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the high voltage right ventricular (rv) lead was placed and electrical parameters were normal. During additional placement of a backup pacing rv lead, the patient suddenly felt severe chest pain, with a drop in blood pressure. The pacing lead was removed, however, the patient's symptoms did not improve. There were no anomalies found under fluo roscopy. First aid was provided, and the high voltage lead was prepared for removal while waiting for bedside ultrasound diagnosis. At this time, the patient had paroxysmal third-degree atrioventricular block, but the condition was temporarily stable after emergency measures. The physician then decided to continue the surgery and found that the high voltage lead could not be affixed to the ventricular septum, and electrical parameters were not ideal. The high voltage lead exhibited high capture thresholds and it was suspected that the lead tip was slightly deformed. The lead was removed and replaced successfully. When preparing to continue with implanting a new backup pacing lead, the patient felt uncomfortable again. After consideration, the physician chose to abandon attempts to implant this new lead. The physician chose to implant a different model backup pacing lead. This lead was successfully implanted without any patient symptoms. No further patient complications have been reported as a result of this event.